Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional reported via a manufacturer representative that the patient has not charged the implantable neurostimulator in 6-12 months and now the implantable neurostimulator is overdischarged. The patient will be having the implantable neurostimulator replaced with a non-rechargeable or a newer model to resolve the issue. The surgery has not yet been scheduled, but is planned.